Event description:
Information received notes that a transtelephonic check saw no pacing at the programmed rate of 60 ppm. The patient's sinus rhythm was 55 bpm. No capture was seen and bipolar impedance was >1990 ohms on both channels. In unipolar, both atrial and ventricular impedances were >1990 ohms. Flouroscopy showed no lead fractures. With a new ventri- cular lead, the generator showed >1990 ohms in vvi mode. Subsequently, the system was replaced.